Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm large hem-o-lok clip applier instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken input disk. Input disk 7 was found completely detached from the base of the housing and 6 was found broken. The instrument was installed on an in-house system and failed the mechanical engagement sequence. The instrument wrist pitch axis failed to engage yaw inputs failed to engage with the in-house system's sterile adapter during multiple attempts. Msc log review shows qty #2 engagement failures via error code 22020 indicating engagement failure on the wrist pitch axis failed to engage. If the input disk is fully broken, then the instrument can fail to engage. The issue is immediately detectable by the surgeon due to loss of instrument functionality.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm large hem-o-lok clip applier instrument was not properly engaging and was unable to hold tissue properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the type of da vinci-assisted surgical procedure was a lar. There was no harm or injury to the patient. The instrument was inspected prior to use with no noted injury. At the time of event, the clip did not become dislodged from the instrument and fall into patient. The type of clips used were large hem-o-lok clips. The vessel or tissue bundle was not greater than the specified diameter suggested in the IFU. The event occurred on the first clip application attempt.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.